Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. Please disregard h6 health effect clinical code - 4582 no clinical signs, symptoms or conditions as this codes are not applicable for this report.

Event description:
It was reported that no readings occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the evening of (B)(6) 2025, the patient experienced a syncopal episode after her mobile device stopped displaying estimated glucose values (egvs) for over three hours. This occurred nine days after the sensor was applied to her abdomen. The patient uses the insulet omnipod5 system, which would not have operated in modified closed-loop mode without active egv data. At the time of the event, the patient reported feeling weak before passing out. She was not receiving glucose readings due to a sensor error. The duration of the sensor error prior to the syncopal episode is unknown, as the patient could not recall the timeline. Her husband called emergency medical services (ems), who performed a fingerstick test showing a blood glucose level of 251 mg/dl. The patient was transported to the emergency room. She does not remember how long she was unconscious and was unsure whether any medications were administered during her treatment. The patient was discharged the following morning but reported still feeling unwell at the time of the call. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.